Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter powers on when two strips are inserted and issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have spc pins 3 and 4 lifted high. Test strips were also returned; however, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.